Event description:
The customer reported that the system would display an x-ray disabled error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the generator printed circuit boards and the connections as well as inspecting, cleaning, and reseating the keyswitch assembly. The system was tested and found to be working as intended and put back in service.